Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
Patient (b)(60 was implanted with the argus ii device on (B)(6) 2016. The patient developed a vitreous hemorrhage in the implanted eye on (B)(6) 2016, 6 days post-op. On (B)(6) 2016, the surgeon performed a vitrectomy and an anterior chamber washout. The vitreous hemorrhage was removed, and a partial air-fluid exchange was performed. Antibiotics and glucocorticoids were injected into the eye. On (B)(6) 2016, the surgeon reported that the vitreous hemorrhage had resolved. There was no defect or malfunction of the device associated with this event.